Manufacturer narrative:
The device was received for evaluation. During functional testing, close door power off alarm was reproduced upon powering on/off the device. A review of the event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link and hooks out of adjustment. The link requires adjustment and hooks required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump does not recognize closed door. This occurred during programming/setup. There was no patient involvement. No additional information is available.